Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Additionally, pacing impedance measurements varied from 350-700 ohms. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise was consistent with oversensing related to the minute ventilation feature and discussed programming the respiratory rate trend off. Subsequent information was received that an invasive procedure was performed 11 months later. The ra lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.